Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation procedure, communication issues resulted in the procedure being cancelled. In navx mode, the system was used as reference, the cs and the quad catheters were introduced and the right-side anatomy was created. The transseptal puncture was performed and the physician moved into the left atrium. The advisor hd grid x mapping catheter was connected. After approximately five minutes, a message appeared stating, "port 4 - magnetic sensor error". Working in navx mode, mapping and ablation were able to be done and the veins were successfully isolated. However, the patient then went into an atypical flutter. Mapping of the flutter was started in navx without issue. Magnetic zeros were performed from the start, distortion 0-1, everything looked good. They never got the green magnetic reading from the mapping catheter (prs greens). After connecting the ablation catheter, the catheter was visible but the magnetic function was not working, showing a port 4 magnetic failure message. No force signal was available. The cables were unplugged and reconnected, the tactisys, ampere, and dws were all restarted, the tactisys to ampere cable was replaced, and the catheter was replaced but the issue persisted. The atypical flutter was not treated and the patient will need to return for another procedure.

Manufacturer narrative:
One tactisys quartz, sn (B)(6) was received for evaluation. The returned tactisys functioned as intended during investigation. Based on the information and investigation provided to abbott, the root cause remains undetermined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.